Event description:
While reviewing the results of a cross over study performed at a customer's site, an ocd laboratory specialist reported a potential false negative results for one patient sample with the vitros immunodiagnostic products anti-hbc assay. The sample was positive when tested with another method. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.